Manufacturer narrative:
(B)(4). No conclusion code available. Externalized conductors due to internal insulation abrasion were noted at 10.5-14.7cm from the distal tip. Internal insulation abrasion was noted at 8.7-9.1cm, 15.3-15.5cm, and 27.7-28.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.